Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery during manual prime and the plunger had come loose from the reservoir. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. The customer stated he had tried different infusion sets. The customer was advised to change the reservoir; the insulin pump did not alarm no delivery. He was advised that changing the reservoir resolved the issue. Blood glucose value was in the 200 mg/dl range. The reservoir would be replaced and returned for analysis.